Event description:
Customer reports that intermittently, facial images on pacs system flip left to right. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B) (4).